Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter complained of a discrepant result for 1 patient sample tested for elecsys pth (pth) on a cobas 8000 e 602 module. The initial result was 1.2 pg/ml. This result was reported outside of the laboratory where it was questioned by the clinician. The repeat result on a different instrument was 9.8 pg/ml. The pth reagent lot number was 432028. The expiration date was not provided.